Manufacturer narrative:
Lot information unknown and if it becomes available a follow-up report will be submitted

Event description:
Per complaint (B)(4), a dental implant fragmented. The implant was removed.